Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call pump error. The customer's blood glucose was 120mg/dl at the time of call. Trouble shooting was performed and found several pump errors. Customer unable to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.